Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/18/2024, a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 11/17/2024. The user was admitted to the hospital with an initial blood glucose (bg) of 801 mg/dl. The user's caregiver reported that the user's ilet pump appeared to stop delivering insulin in the 24 hours prior to admission. Despite three infusion site changes within 48 hours and manual injections starting saturday afternoon, the user's bg remained elevated. The pump was manually turned off, and the user was treated with an insulin drip at the hospital. The caregiver stated that while in the hospital the user's bg improved to 90 mg/dl but spiked to 390 mg/dl without explanation. Hospital staff are awaiting blood culture results to identify possible contributing factors. The user remains hospitalized as of on (B)(6) 2024, and plans are in place to restart the ilet before discharge. The caregiver indicated they will contact customer support for additional troubleshooting once the user is ready to resume pump use.